Event description:
Informed by customer of a leak discovered in this set between the tubing and the male luer lock adaptor. Leak was discovered during patient use. No patient injury has been reported at this time.